Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. (B)(4).

Event description:
A surgical tech reported a pt who experienced a capsular bag tear during intraocular lens (iol) implant surgery. Add'l info has been requested.